Event description:
In 2008, the sales representative reported that during a two level transforaminal lumbar interbody fusion (tlif), the peek cage broke. Additional information received on 11 january 2008 via telephone, the sales representative reported that when the surgeon was implanting the traxis cage, the surgeon visualized that the middle of the implant was missing. The cage had cracked and a big piece was missing. This happened after the surgeon had placed the traxis cage into the inserter and when the scrub tech prepared the cage for implantation. The surgeon had intervene to explant the cage and use another cage of the same size to finish the case. The case was delayed by 15-20 minutes. There was no reported injury to the patient.

Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.